Manufacturer narrative:
UDI #: not applicable. The events of "redness", pain, "firmness", "a hole in the incision with pus coming out", and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during revision to a previous bilateral breast augmentation to correct the placement of breast implants that had "bottomed out" because they were so large. Post-implantation on (B)(6) 2014, the patient presented with bilateral redness and pain. The patient experienced "firmness" on the left side, and a "hole in the incision with pus coming out" on the right side. The patient was prescribed ciprofloxacin, clindamycin, and vancomycin, and the device was explanted (B)(6) 2014. Upon removal, vancomycin, and the device was explanted (B)(6) 2014. Upon removal, the device showed "less than 25% integration" with the patient tissue. The device was discarded after surgery and is not available for analysis.